Event description:
It was reported that balloon rupture occurred. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was attempted to inflate but no pressure was generated due to calcification. However, it was noted that the balloon was ruptured when it was removed. The procedure was completed with another company's balloon. No patient complications were reported.